Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to bilateral lead migration. Furthermore, the patient's ipg has migrated within the pocket, making it difficult to communicate. Surgical intervention may take place in the future to address these issues.